Manufacturer narrative:
This report includes additional information regarding device explant. Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD) as the battery longevity projection had fallen from 4 years to 3 months in approximately three months. A request to review the data was made. Boston scientific technical services (ts) confirmed that the battery was depleting faster than expected and recommended device replacement within 90 days. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD) as the battery longevity projection had fallen from 4 years to 3 months in approximately three months. A request to review the data was made. Boston scientific technical services (ts) confirmed that the battery was depleting faster than expected and recommended device replacement within 90 days. This device remains in service. No additional adverse patient effects were reported.